Event description:
It was reported that revision of profix total knee replacement had occured which involved: profix porous femur, profix cr insert, profix porous baseplate, profix metaphyseal stem (tibia).